Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and nephrolithiasis ('kidney stone') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and swelling ("swelling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dermatitis allergic, fatigue, alopecia, migraine, headache, nausea and weight increased outcome was unknown and the nephrolithiasis, pelvic pain, abdominal pain, dysmenorrhoea, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and swelling had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, swelling, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of implant : ((B)(6) 2009 in pfs ) (B)(6) 2009. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping ), ), rash/skin condition, bladder problems, urinary problems, uti, vaginal discharge, fatigue, hair loss, migraine, headaches, nausea and weight gain. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. New events were added: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, bladder problems, urinary problems, uti, vaginal discharge, fatigue, hair loss, migraine, headaches, nausea, weight gain, swelling, kidney stone and she did not underwent essure confirmation test. Outcome of the event pelvic pain was updated to recovered from unknown. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.